Manufacturer narrative:
(B) (4)

Event description:
The patient experienced a shocking/jolting sensation and pain down her leg several months ago. It was also noted that her stimulation was in the wrong location. There was no accident or incident related to this event although she did have arthritis. She could not walk when stimulation was turned on, due to the pain down her leg. The patient was re-directed to her healthcare professional. Further information was requested from the healthcare professional.